Manufacturer narrative:
Further information requested but not received.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with far r-oversensing leading to inappropriate automatic mode switch (ams). No changes were reported. There were no patient consequences.

Manufacturer narrative:
Additional information: b5, e1, e2, e3, g2, h6.

Event description:
New information received notes that programming changes were made on the patient's implantable cardioverter defibrillator (ICD), but the issue persisted. No further changes were reported. There were no patient consequences.